Manufacturer narrative:
Method: device mfg records were reviewed. Results: review of mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported by a neurologist that a vns pt developed an cellulitis infection at the generator site. The generator and lead were explanted on (B)(6) 1998. There was no report of trauma or manipulation. MFR records confirmed sterilization of both generator and lead prior to distribution. Both generator and lead were returned to MFR and underwent product analysis. Generator met MFR's electrical test specifications. No anomalies were detected or identified that could have any adverse effect on device performance. The lead was returned in several pieces and electrode ribbon was disturbed but was not clear if it occurred during implant or explant procedure. The marked connector was torn from bifurcation; however, continuity check revealed no discontinuities.